Manufacturer narrative:
The user replaced the o2 sensor and the epgs calibrated with no problems. Laboratory evaluation of the returned o2 sensor could not duplicate the reported issue. The o2 sensor operated to manufacturer specifications. The measurement of the dc output voltage from the o2 sensor at 5 l/min and 100% o2 was 0.85 volts which is within the specification of .55-2.758 volts. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for cardiopulmonary bypass procedure, the electronic patient gas system (epgs) would not calibrate. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.